Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that after a da vinci-assisted nipple sparing mastectomy (nsm) surgical procedure, the wound retractor access port was fine on first side nsm. During the second side, the part that clips the access port together broke off and the clip was found on the ground by the intuitive surgical, inc. (Isi) representative. There was no harm to the patient. The sp access port will be returned through return material authorization (RMA). The reporter did not yet have the lot number to initiate the return. Per the initial reporter, there was isi personnel present during the case who were aware of the malfunction. The reporter was notified of the event during a case debrief call. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. The initial reporter was unsure which portion broke off. Patient age was provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the access port for failure analysis investigation. The access port was analyzed and was found to have a broken housing tab of the chamber portion of the access port. The broken piece was not returned.